Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709, lot# l61548, implanted: (B)(6) 1999, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the catheter was confirmed to be dislodged. At the end of (B)(6), the patient started to complain of increased spasticity and pain. It was noted that despite dose increases, the symptoms continued. A catheter access port (cap) dye study reportedly confirmed migration of the catheter out of the intrathecal space and was coiled up in the subcutaneous tissue. It was noted that on (B)(6) 2014, the patient had a catheter revision done and due to the fact that the pump was older, they replaced it to avoid another surgery. It was noted that the surgeon had not programmed the pump to off state so it was alarming at the time or report. The reporter would call back later for the pump off code. It was noted that there was no allegation of a pump problem per the healthcare professional (hcp). The pump was used to deliver intrathecal baclofen. It was noted that the pump off password was given. It was later noted that they wanted to turn it off, but could not update the pump. The pump was reportedly alarming because of low battery. The caller stated that the low reservoir alarm volume was blank. The caller entered low reservoir alarm volume and was able to access the pump off tab. The issue was reportedly resolved. It was later reported that the patient experienced an increase in pain and spasticity. It was noted that the catheter was coiled subcutaneously specifically at the lumbar spine. X-rays and a dye study confirmed this. There were no reported catheter segments in the intrathecal space. The patient reportedly recovered without permanent impairment.